Event description:
On (B)(6) 2014 pt had a left subclavian port-a-cath placed for medication administration. On (B)(6) 2019 the pt began experiencing difficulty accessing the line. Further evaluation showed that the catheter had fractured with the distal catheter in the right atrium. On (B)(6) 2019 attempted removal of fragments in diagnostic imaging under fluoroscopy guidance was unsuccessful. Fragmented device was retrieved with ultrasound-guided vascular access of the right common femoral vein with snare retrieval of the port catheter tip from the right ventricle successfully and pt was discharged after new port placement.